Event description:
Related manufacturing reference number: 2017865-2022-16498. It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. Additionally, it was noted that the right atrial (ra) lead also over-sensed noise, though this was known for quite sometime but was left as is as it presented no risk or harm to the patient. The patient was asymptomatic. The ra and rv leads were capped and new ra and rv leads were successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.